Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the device began smoking after a sudden shut down and restart.

Manufacturer narrative:
(B)(4). Alleged failure: the console suddenly shut down. Then restarted it again and smoke came out from the console. A backup device was used. The failure(s) identified in the investigation is consistent with the complaint record. The root cause is a bad mainboard due to a burned component. The product was returned for investigation and the failure mode was confirmed and will be monitored for future reoccurrence.

Event description:
It was reported that the device began smoking after a sudden shut down and restart.